Manufacturer narrative:
No additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) was hospitalized due to heart failure. It was also reported that this device did not record an alert as expected. This device remains in service. No additional adverse patient effects were reported.